Event description:
It was reported that guide wire fracture occurred. The patient presented for a cardiac resynchronization therapy defibrillator (crtd) procedure. A 185cm pt2 moderate support guide wire was advanced in an attempt to cross the branch of circumflex artery. However, it was noted that the wire snapped and 1.8cm of the wire was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire fracture occurred. The patient presented for a cardiac resynchronization therapy defibrillator (crtd) procedure. A 185cm pt2 moderate support guide wire was advanced in an attempt to cross the branch of circumflex artery. However, it was noted that the wire snapped and 1.8cm of the wire was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in the tortuous and non-calcified subclavian artery. Retrieval was not done as the procedure was already very complex and long drawn and further extending procedure time with attempts at further vascular access for retrieval. It was a small fragment with no patient risk. The branch vein where the wire lodged in was at a very acute angulation from the main coronary sinus and extremely hard to cannulate. Further attempts at cannulation of this branch to retrieve wire fragment might have resulted in coronary sinus dissection which had already occurred with another branch during the implant process. This vein was the only residual option for lead implantation for the patient. There were no patient complications reported due to unretrieved fragment. The patient underwent a crt-d implant for standard indications. His coronary venous anatomy showed very small vein branches which were tortuous and branched out from the main body of the coronary sinus at very acute angles. A pt2 wire was attempted to advance into multiple branches of the coronary venous vasculature but no suitable vein was found. Via a left ventricular lead over the pt2 lead technique, the pt2 was passed from the main-body of the coronary sinus into a small posterolateral branch. The pt2 wire was withdrawn into the lead but we subsequently discovered that the tip of the pt2 had broken off from the main wire body. The fragment was small and in a small branch of the coronary sinus with no risk of further injury to the coronary sinus. It would also not likely migrate. Further attempts at retrieval might result in further vascular and infective complications. Also if retrieval damaged this vein which was the only residual option for the left ventricular lead implant, then the crt implant would not be possible. Hence, upon consideration of these factors, the fragment was left in site and proceeded to concentrate on completing the procedure as soon as possible. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal tip damaged, as part of overall visual revision. The device presents a number of kinks along its body and distal section. It also presents a breakage at its distal section, approximately at 183.3 cm from its proximal end. The overall length and the outer diameter (od) of distal tip couldn't be performed because of the device was broken. Od of middle of the device and od of proximal section were within specifications.